Event description:
It was reported that the cuff component of the portex tube blue line ultra (blu) was unable to inflate. The patient reported feeling some discomfort. No further complications were reported in connection with this incident.